Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise exhibited by this implantable defibrillation lead and coronary sinus lead, resulting in pauses in pacing. There were six occurrences over one night. Noise could not be recreated via isometrics or pocket manipulation. It was noted that lead diagnostics were normal and exhibited normal capture. There were no adverse patient effects reported.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise exhibited by the patient's implantable defibrillation lead and coronary sinus lead, resulting in pauses in pacing. There were six occurrences over one night. Noise could not be recreated via isometrics or pocket manipulation. It was noted that lead diagnostics were normal and exhibited normal capture. A boston scientific technical services (ts) consultant discussed troubleshooting options. Additional information was provided that the device was successfully reprogrammed, and the rate/sense portion of this defibrillation lead was surgically abandoned. A new rate/sense lead was successfully implanted. The device was later explanted for unknown reasons and was returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.